Manufacturer narrative:
The insulin pump had button error alarm due to corroded on keypad trace. The rewind anomaly could not be verified due to the keypad damage. The device also had a cracked display window corner, scratched display window, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared by pressing the act and esc buttons. The customer removed the battery and alarm returned after inserting the battery. Blood glucose value was 120 mg/dl. During troubleshooting, the customer stated he was able to clear the alarm but then he was unable to exit the rewind loop. The device was replaced and returned for analysis.